Event description:
Patient reported via regulatory reporting agency voluntary sus medwatch mw5153281 and mw5153280 "I am a breast cancer reconstruction patient and discovered a hard lump in implant (that moves around a bit); implant has rupture, and have had shooting nerve pain in left armpit for last several weeks. Also some discomfort in upper rib area where scar tissue is and is where the implant was inserted. I am getting an MRI and a surgery consult this week to have swiftly removed (will have both removed as precaution). This is an implant that was recalled a few years ago that I never knew of until today when I called my implanting doctor office. I am not happy I did not know of these complications and now have to be tested for another type of cancer of bal-alcl due to symptoms. I have already had multiple surgeries for recon post-mast/lymph nodes, and now have to go under again." This record is for the left side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported via regulatory reporting agency voluntary sus medwatch mw5153281 and mw5153280 "I am a breast cancer reconstruction patient and discovered a hard lump in implant (that moves around a bit); implant has rupture, and have had shooting nerve pain in left armpit for last several weeks. Also some discomfort in upper rib area where scar tissue is and is where the implant was inserted. I am getting an MRI and a surgery consult this week to have swiftly removed (will have both removed as precaution). This is an implant that was recalled a few years ago that I never knew of until today when I called my implanting doctor office. I am not happy I did not know of these complications and now have to be tested for another type of cancer of bal-alcl due to symptoms. I have already had multiple surgeries for recon post-mast/lymph nodes, and now have to go under again." This record is for the left side. The device has been explanted.